Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 443 mg/dl. Troubleshooting was declined due to high blood glucose event. Customer stated insulin pump was calculating more insulin. The insulin pump will not be returned for analysis.